Event description:
It was reported that the 9800 system had artifact in the image. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Removed artifact from the system. The system was tested and found to be working as intended and placed back into service.